Event description:
It was reported, that coating issue occurred. The target lesion was located in the left anterior descending artery. A 16 x 2.25mm promus premier drug-eluting stent was advanced for treatment. However, the coating of middle and distal delivery shaft peeled off. And the device could not advance smoothly and could not cross the lesion. The device was completely removed. And the procedure was completed with another of same device. There were no patient complications. And the patient status was stable. It was further reported that the target lesion was severely tortuous. The device experienced difficulty advancing over the wire and through the guide catheter. The device exited the distal end of the guide catheter and able to reach the lesion site.

Manufacturer narrative:
A2: age at time of event: 18 years or older.; b5: describe event or problem updated.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that coating issue occurred. The target lesion was located in the left anterior descending artery. A 16 x 2.25mm promus premier drug eluting stent was advanced for treatment. However, the coating of middle and distal delivery shaft peeled off and the device couldn't advance smoothly and couldn't cross the lesion. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications and patient status was stable.